Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The dr attempted to place a taxus express2 2.75x20mm drug eluting stent in an unk vessel and experienced difficulty crossing the lesion. When the stent was removed they observed a flared strut. The lesion was predilated with a unk balloon and the damaged stent was exchanged for another taxus stent to complete the procedure. No pt complications were reported. Pt status is satisfactory.